Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, a piece of the mega suturecut needle driver instrument tip broke off while inside the patient when the surgeon was suturing. The singular piece was visualized with the robotic camera and removed immediately. A new mega suturecut needle driver was opened to finish the case.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has been received for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report. Therefore, the cause of the customer-reported failure mode cannot be determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The mega suturecut needle driver instrument was received and failure analysis found the instrument to have a broken grip at the grip base. A piece approximately 0.2150" x 0.1480" was found to be broken off. The broken piece was returned.